Manufacturer narrative:
Additional devices listed in this report: cat 5510-f-702 triathalon cr fem comp #7 r-cem, lot ef7xh. Cat 5531-g-609 x3 triathalon cs insert #6 9mm, lot ldq914. Cat 5551-g-381 triathalon asymmetric x3 patella, lot 98vy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding infection involving a triathlon baseplate was reported. Visual, dimensional, and functional inspections were not performed as no items were returned. Device history review indicated that the device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. It is noted that the sae reports states that the event was not device related and that all devices remain implanted. Further information is needed to complete the investigation for determining a root cause. A CAPA trend analysis concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
The surgeon reported via the clinical research associate, that a (B)(6) male patient presented with an infection of their right knee replacement on (B)(6) 2014 following primary implantation on (B)(6) 2014. The patient is currently a participant in a stryker clinical study and has been prescribed a course of antibiotics. The surgeon indicated on the sae report that this event is not related to the device, but is related to the surgery.

Event description:
The surgeon reported via the clinical research associate, that a (B)(6) year old male patient presented with an infection of their right knee replacement on (B)(6) 2014, following primary implantation on (B)(6) 2014.